Manufacturer narrative:
The ge representative conducted an on site investigation. The hard drive was replaced and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a corrupted files error message. No pt injury was reported.